Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and diopter lens was implanted into the patient's right eye on an unknown date.. "Patient is bothered by nighttime haloes. Did improve in right eye (od) but currently can't drive at night. " the lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.